Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited high pacing impedance, high capture thresholds, failure to capture and fracture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.